Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the toric lens was implanted but removed. The embossed dots on the lens for the alignment purposes were not correct on the lens or not in the correct location and seems a manufacturing issue. There was patient contact. Additional information has been requested.

Manufacturer narrative:
The intra ocular lens (iol) was returned in the lens case. Viscoelastic was observed on the lens. The lens had been cut into two pieces, returned adhered to each other. The lens portions were cleaned with klrp (klotho-related protein) to separate. The toric axis marks were misaligned/shifted. Product history records were reviewed and documentation indicated the product met release criteria. The root cause was determined to be related to the milling process. Auto-milling equipment did not properly place the wafer on mill post to ensure correct location of axis marks in relation to the mill path. This was determined to be a cosmetic issue. The toric axis is aligned with the toric axis marks. This is set by the mold. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Toric lens models have a 100% inspection at plainview to verify the axis mark alignments fall within the position bands per an approved template. The lens would not have met release criteria for the axis mark alignment. Improvements to the planview procedure to align requirements for inspection order and axis marks alignment with the templates was completed on (B)(6)2023. This lens was manufactured before the procedure updates. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in h.6.- component code updated. The manufacturer internal reference number is: (B)(4).